Event description:
It was reported the a cassette error occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other text: b5: additional information was received on (B)(6) 2022 and attached in the complaint object. All issues with this device were found during testing at our facility. No patient involvement was indicated to me or our technician at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. M h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the battery compartment. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Removal of the downstream occlusion sensor seal revealed a scratched sensor. The scratch likely occurred during a downstream seal repair. Any deflects on the sensor would cause intermittent issues. The event log is consistent with a damaged downstream occlusion sensor. Replaced damaged downstream occlusion sensor. The cause of the reported problem was traced to the customer previous device repair outside of the manufacturer repair center. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. A non conformance report was open to investigate the similar events.